Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure, the user inserted the drainage catheter but it leaked significantly around the mac-loc luer lock connection end when connected to a drainage bag. The device was replaced. There were no adverse effects to the patient were reported due to this occurrence.